Manufacturer narrative:
Attempts for additional information have been unsuccessful to date. Based on the limited information available, no conclusions can be made in regards to the reported event.

Event description:
Medwatch mw5093268 received 09 mar 2020: serious injury, required intervention, "one month after left knee durolane injection, patient developed skin rash deemed to be caused by skin embolus from hyaluronic acid crystals."